Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the programmer turned off during interrogation of the pump. When the health care provider (hcp) interrogated the pump with a second programmer the pump was in ¿stopped mode¿ due to the incomplete telemetry. The hcp reprogramed the patient¿s settings and the pump was updated. The issue was resolved. There were no symptoms reported. The device system was being used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.